Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04120, related manufacturer reference number: 2938836-2019-04119. It was reported that the patient developed a pocket infection. The device and leads were removed. The physician does not think infection was caused by the device, but rather occurred during rehab. The patient condition was stable before during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.